Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (ecgs non-functional) was confirmed. As received, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. Upon investigation, op-amp u730 on the distribution node pca was damaged. The cause of the failure was isolated to the damaged component. The root cause of the damaged op-amp was unable to be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG electrodes.